Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), uterine haemorrhage ("abnormal bleeding (general) uterine bleeding"), ovarian cyst ("ovarian cyst/ left ovarian cyst /cystic follicles left ovary"), fistula ("fistula"), pelvic adhesions ("adhesion of the bowel to the left pelvic side") and vaginal cuff dehiscence ("reinforcement of vaginal cuff incision") in a 36-year-old female patient who had essure inserted for female sterilisation, ovarian cyst and vaginal cuff dehiscence. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leiomyoma nos since (B)(6) 2015 and adenomyosis uteri since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("severe fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mental disorder ("psychological or psychiatric problems post traumatic stress disorder (event splitted for coding)"), post-traumatic stress disorder ("psychological or psychiatric problems post traumatic stress disorder (event splitted for coding)"), mood swings ("mood swings") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced migraine ("migraines /migraines/headaches (event splitted for coding)") and headache ("migraines/headaches (event splitted for coding)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain/weight gain/loss, weight gain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) urinary tract infection"). In (B)(6) 2014, the patient experienced dizziness ("dizziness"), anaemia ("blood or heart disorder/condition anemia (event splitted for coding)") and cardiac disorder ("blood or heart disorder/condition anemia (event splitted for coding)"). In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fistula (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), vaginal cuff dehiscence (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infections"), cervical cyst ("nabothian cyst in endocvervix"), abdominal pain lower ("lower abdominal area where ovaries are located"), suprapubic pain ("supra pubic pain") and incontinence ("post removal containing incontinence"). The patient was treated with ibuprofen, fluoxetine hydrochloride (prozac), sertraline (zoloft), vagisil, miconazole nitrate (monistat), colecalciferol (vitamin d), antibiotics, iron, multivitamins, sumatriptan (imitrex), paracetamol (tylenol es), surgery ((B)(6) 2015 hysterectomy(full) bilateral salpingectomy toremove essure,mccall culdoplasty,cystoscopy,), surgery (drainage of left ovarian cyst 2015), surgery (post-hysterectomy rectovaginal fistula, (B)(6) 2015), surgery (lysis of adhesion 2015) and surgery (reinforcement of vaginal cuff incision 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, ovarian cyst, pelvic adhesions, vaginal cuff dehiscence, vaginal haemorrhage, procedural pain, dizziness, weight increased, fatigue, back pain, vaginal infection, vaginal discharge, migraine, menorrhagia, anaemia, cardiac disorder, dysmenorrhoea, urinary tract infection, headache, mental disorder, mood swings, insomnia, cervical cyst, abdominal pain lower and suprapubic pain outcome was unknown, the fistula, abdominal pain, anxiety, depression, post-traumatic stress disorder and incontinence had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, cardiac disorder, cervical cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fistula, headache, incontinence, insomnia, menorrhagia, mental disorder, migraine, mood swings, ovarian cyst, pelvic adhesions, pelvic pain, post-traumatic stress disorder, procedural pain, suprapubic pain, urinary tract infection, uterine haemorrhage, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that she sought medical attention for her symptoms. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery and missed two weeks of work, unpaid. Since having the surgery, her symptoms are mostly resolved, however some symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Approximate weight at time of essure placement 135 lbs. Blood work and prescribed self injecting shots for migraines/headaches. On (B)(6) 2015, pathology: final diagnosis: uterus with bilateral fallopian tubes: adenomyosis uterus. Proliferative endometrium. Squamous metaplasia endocervix. Cystic follicles left ovary. Right and left fallopian tubes. Gross description: endocervix shows few nabothian cysts. On (B)(6) 2015, last night started bleeding per vaginam, profuse, felt dizzy. Taken to or, found left ovarian cyst and tear in vault of vagina. Diagnostic laparoscopy. Lysis adhesions. Drainage left ovarian cyst. Reinforcement vaginal cuff incision on (B)(6) 2012, hysterosalpingogram (hsg). Hsg results: only (1) fallopian tubes was occluded (per pfs). 07dec2012, provider communicated results: everything looks great and no concerns, stopped taking birth control (per pfs). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and headache. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and mr received. Reporters were added. Patient details, concomitant disease, unstructured relevant tests and treatment drugs were added. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal) urinary tract infection, migraines/headaches, psychological or psychiatric problems post traumatic stress disorder, mood swings, insomnia, ovarian cyst/ left ovarian cyst /cystic follicles left ovary, nabothian cyst in endocvervix, abnormal bleeding (general) uterine bleeding, lower abdominal area where ovaries are located, supra pubic pain, fistula, adhesion of the bowel to the left pelvic side, reinforcement of vaginal cuff incision and post removal containing incontinence were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), procedural pain ("painful post-operative recovery"), dizziness ("dizziness"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), fatigue ("severe fatigue"), back pain ("back pain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, procedural pain, dizziness, weight increased, abdominal pain, fatigue, back pain, vaginal infection, vaginal discharge, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dizziness, fatigue, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that she sought medical attention for her symptoms. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery and missed two weeks of work, unpaid. Since having the surgery, her symptoms are mostly resolved, however some symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.